Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the system generated a recoverable 32099 error. The customer called in to report that prior to the procedure, the recoverable error also occurred after the system powered on. The customer rebooted the system twice, but the recoverable error was not resolved. The customer then elected to contact technical support for troubleshooting. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the system again, but the recoverable error was still present. The tse then recommended to disable universal surgical manipulator (usm) 2 and continue with the remaining usms. The customer informed the tse that they pressed the recover button, and the system was working fine, but they would follow the tse¿s suggestion. The customer also reported that this issue had occurred several days ago but was unable to provide the exact event date or any additional details related to the event. The tse attempted to review the system event log, but the customer was unable to perform additional troubleshooting at that time. The site continued with the procedure as planned. There was no reported injury. On 27-may-2022, isi performed follow-up and obtained the following additional information regarding the reported event: the site disabled usm 2 and completed this procedure successfully. The site rebooted the system and completed the other procedure without disabling usm 2.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse reviewed the system log and identified error 32099 pointing to the axes controller motor (acm) board of universal surgical manipulator (usm) 2. The fse replaced usm 2 to resolve the reported problem. The system was tested and verified as ready for use. Isi has requested usm 2 for evaluation. The product has been received, but analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the analysis and/or if additional information is received. No image or procedure video was provided for review. A log review confirmed the procedure date of 5/24/2022 on system sk5072 based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 failure analysis information can be found in the following fields: h6 and h10 the universal surgical manipulator (usm) was returned and evaluated by the failure analysis team. Failure analysis investigations confirmed but not replicated error 32099. The unit was tested on an in-house system and passed in normal mode. A review of the logs showed errors 32099 and 32096 pointing to the axes controller motor (acm). The unit was tested on a psc (patient side cart) fixture test platform (pftp) and passed all the required tests, except for the yaw sensors check. A cold test was performed on link 2 for 15 minutes, and error 32099 did not occur. The acm printed circuit assembly (pca) would be replaced as a fix to the reported problem.